Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that the patient¿s implantable neurostimulator was removed because it was uncomfortable due to weight loss from (B)(6) pounds down to (B)(6) pounds. The device was close to the patient¿s butt and on top of his skin. The patient also had a surgery where his neck and lower back were fused and released the pressure on the sciatic nerve. It was noted that all of the patient¿s pain and neuropathy ¿went bye-bye.¿ during this surgery on (B)(6) 2019, the patient¿s system was explanted. There were no further complications reported or anticipated.